Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported receiving the m31 air detected in cassette during their pd treatment. The patient stated that there was fluid leaking from her catheter end. The patient was advised to discontinue the use of their cycler. Upon follow up, the peritoneal dialysis nurse (pdrn) stated that the patient was hospitalized due to peritonitis. The pdrn stated that the peritonitis was due to touch contamination and that the patient¿s catheter was removed. Catheter manufacturer is unknown since the additional information was not provided. The patient has since moved to in-center hemodialysis treatment and one gram of vacomycin has being included in patient hemodialysis regime for three weeks. Additional, medical records was solicited.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical investigation: based on the available information, it is unlikely that the liberty select cycler and/or cassette contributed to the peritonitis event. A leak was reported at the catheter end of the connections and the peritonitis was attributed to touch contamination. However, there is a temporal relationship between continuous cycling peritoneal dialysis (ccpd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis that resulted in hospitalization. Staphylococcus aureus peritonitis is a common complication of peritoneal dialysis that frequently leads to hospitalization, catheter removal and transfer to hemodialysis. The products were not returned for evaluation and device history record review performed showed no non-conformances. The source of the infection was attributed to touch contamination.

Manufacturer narrative:
Correction: event date. Additional information:patient codes. Clinical investigation: there is a temporal relationship between continuous cycle peritoneal dialysis (ccpd) therapy with the liberty select cycler and the patient¿s peritonitis. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. However, the additional information from the medical records confirms the peritonitis was related to the peritoneal catheter which is not a fresenius product. The peritoneal catheter was removed, the patient was transferred to in center hemodialysis and vancomycin treatment continued, 750mg with hd 3 time a week for three weeks.

Event description:
Medical records indicated that the patient presented to the emergency department on (B)(6) 2018 with sharp non-radiating diffuse abdominal pain, bilateral 3+ lower extremities edema. The patient was diagnosed with spontaneous enterococcus peritonitis due to an infected peritoneal dialysis catheter (non-fresenius product). The medical records also revealed the patient was immunocompromised, non-compliant with peritoneal dialysis treatment and had been treated in the past for the same symptoms. According to the patient, the peritonitis symptoms return when her antibiotics are tapered and the peritonitis does not completely resolve. The patient also reported having difficulties (unspecified) with dialysis treatments which resulted in her feet and abdomen swelling; the physician confirmed the patient had been there in the past with similar symptoms. Urine and blood cultures had no growth but the peritoneal fluid culture grew enterococcus faecalis. The patient was initially treated with vancomycin (750mg IV piggy back, tuesdays, thursdays and saturdays), ceftazidime (500 mg IV every 24 hours). The ceftazidime was later discontinued on (B)(6) 2018 (did not provide coverage for enterococcus) and imipenem (dose, frequency, route and duration unknown) was added. The peritoneal dialysis catheter was removed on (B)(6) 2018 under local anesthesia. Discharge date is unknown but the patient was transferred to in center hemodialysis. Upon further follow, the peritoneal dialysis nurse (pdrn) stated that on (B)(6) 2018 the patient presented at the outpatient clinic due to abdominal pain. Labs were drawn and it came back positive for staph. The patient was placed on vancomycin (dosage, frequency, route unknown). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018 for the aforementioned symptoms. Per pdrn the patient's symptoms never cleared, and that on (B)(6) 2018 the patient went again to the hospital for the same issue. On (B)(6) 2018 patient's catheter was removed and patient moved to in-center hemodialysis treatment. The patient is doing better on hd therapy. Additional, information has been requested.